Manufacturer narrative:
H6-primary finding of device analysis revealed all 4 slit valves of the cap were stuck in the closed position, resulting in the inability of the pump to infuse.

Event description:
Pt was having large volume discrepancies, indicating a failure to deliver drug, over the last 3-4 months. Physician performed a series of tests including fluoroscopy to verify rotor movement, verification of catheter patency, and an indium 111 study. The first two tests were normal, but the indium study showed that no drug was flowing out of the pump. Based on this, the physician decided to replace the pump. The pt is now getting excellent results with the new device.